Event description:
Edwards received notification that this patient with an edwards 31 mm valve underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis & pvl. The tmvr was performed with a 29 mm valve. Per medical records, tte showed severe mitral stenosis and moderate pulmonary hypertension with significant rv failure. After deployment of the 29mm valve, there was trivial regurgitation and minimal gradient. The patient was discharged to a snf on pod #30 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with an edwards 31 mm valve underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis and pvl. The tmvr was performed with a 29 mm transcatheter valve. No additional information was provided.